Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low troponin (accutni) result on one patient generated by access 2 immunoassay analyzer. The result was reported out of the laboratory. Upon repeat, the results were within the risk stratification range and better fit the patient's clinical picture. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
(B)(4). Torn iris seal. The analysis results of the device found that it was received with the inner upper seal ring torn. The initiation site for the tear was adjacent to the inner upper seal ring. The tear propagated to and 360º around the inner upper seal ring. No functional testing could be performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hand assisted sigmoidectomy procedure, when the surgeon placed his hand through the seal it ripped. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.